Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. Data logs showed recurrent "placement signal low" alarms throughout support. The ps trended upwards throughout support with no change in p-level or position. There was no evidence of optical sensor malfunction, as the optical sensor metrics and 5s parameters were within specification. Therefore, it was determined that the cause of the optical signal issues was most likely patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The complainant had a cp support of just over two hours. During the support there was placement signal issue of being very low the entire time and so the pump was explanted to address the issue. . No harm or injury noted.